Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and the battery was depleting quickly. It was also reported that bolus was taking too long to deliver. No further information was provided. There was no reported adverse impact to the customer's blood glucose level.